Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during use. Per the initial report, the home patient (hp) had a system error (se) 2240 alarm (air in the set t) and started over. The tsr explained the alarm. The hp had a clamp open on the unused line. The tsr assisted the hp to retrieve the cassette. The tsr advised the hp to let the rn know about the alarm. The hp would follow up with a manual exchange. Global product surveillance (ps) contacted hp on (B)(6) 2012 regarding the reported problem. The hp ended therapy for the night. The hp did not notice any defects with the original cassette. The hp stated that he did have a clamp open on an unused supply line. The hp had discarded the original cassette and did not have a companion. There was no patient injury or medical intervention reported. Ps contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2012. The pdrn stated that she did not know about the reported alarm. The rn stated that the hp was not having any medical issues related to the alarm and was continuing with therapy.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) stated that he did have a clamp open on a unused supply line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was use error-open clamp.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is known at this time; therefore, a batch review will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. If additional information becomes available, then a follow up MDR will be submitted.